Event description:
Information was received indicating that a smiths medical medfusion pump was not able to deliver solumedrol medication due to the pump alarming "plunger not in place", despite 3 trials to load the syringe on the pump by 3 different nurses. Subsequently, the pump was switched and was able to deliver the medication safely. No patient consequences were reported. No adverse effects were reported.